Event description:
The customer reported being hospitalized due to high blood glucose. The glucose reading at time of call was 417mg/dl. The customer did not provide further information as he still is upset that he had to pay extra fees for his admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 1 of 2, medwatch report # 3004209178-2012-89808.mfg. Report 2 of 2, medwatch report # 3004209178-2012-89809.